Event description:
It was reported that during a da vinci-assisted surgical procedure, the system faulted on startup and required multiple power cycles to clear the error. It was later reported that the system faulted mid-procedure with a non-recoverable fault that required a restart. The troubleshooting then included reviewing logs, which showed numerous errors associated with the endoscope controller. The customer later called back to report that a previously reported issue had returned, and the details of the renewed complaint were captured. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) due to error 319. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. [The ec was returned to failure analysis and the reported error and was confirmed and replicated. System logs revealed error 319, confirming the event happened in the field. Upon visual inspection no issues related to the reported problem were found. The unit was loaded onto a golden unit, and power cycled 10 times where error 307 was observed upon startup multiple times replicating the reported event. Further testing with dual camera interface board (dcib) printed circuit assembly (pca) was performed and the reported problem did not persist. The complaint was confirmed based on failure analysis. Failure analysis has concluded that the dcib pca is the root cause of the reported event and will be replaced. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.